Manufacturer narrative:
Product analysis: at analysis it was found that radiofrequency (rf) head was causing the programmer to power down immediately after plugging the rf head into the programmer. The rf head cable was defective; the cable was replaced. The rf head passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.